Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Following a procedure, the patient experienced hemoptysis. The patient was on eliquis, showed symptoms similar to acid reflux symptoms, and was admitted overnight for observation. The patient had no further complications and was discharged on (B)(6) 2021. There were no performance issues with the sensor or delivery catheter during implant.